Manufacturer narrative:
H3: the device 97755-s recharger (rtm), serial number (B)(6) was returned for product analysis. Analysis found no issues with finding or charging implantable neurostimulator (ins) and complaint was unverified. Recharger antenna tested ok and passed final functional test. H6: section updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755-s, serial/lot #: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that they were having issues recharging their implant and the recharger didn't seem to be working properly. Patient said last week they noticed the implant only charged 70% after 3 hours and then started decreasing. Then today the implant only charged to 50% and the recharger was getting really hot. An email was sent to repair to replace the recharger.